Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare professional, "had some issues about where it was implanted", and revision occurred (B)(6) 2017 and the ins was replaced. During the revision when the previous ins was removed a screw fell on to the floor. The consumer reported that the ins has not provide the patient with therapeutic benefit since implant on (B)(6) 2015. No additional symptoms or complications were reported.